Manufacturer narrative:
The customer's meter was received for investigation. The device could not be powered on. The meter¿s battery contacts and the circuit board are contaminated by liquid from a leaked battery. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
There was a complaint of an issue with the meter display on coaguchek xs meter serial number (B)(4). The patient stated he could barely read the display and was unclear if he received a result of 3.4 inr or 3.9 inr on the meter that morning. He stated he had to turn the meter a certain way to see the result was 3.4 inr. The patient performed a display check, there were no missing segments and the patient stated he could clearly read the display. The patient stated when the meter displays the code number it is also unclear unless held a certain way. The patient confirmed the meter is not in direct sunlight and there is no residue in the battery compartment or under the strip guide cover. The patient stated he thought it might have been low battery power but after replacing the batteries the issue persists.